Event description:
It was reported that the atrial lead triggered a lead warning. Lead impedance trends exhibited high and varying impedance. Possible undersensing was noted during sensing test. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis found high atrial impedance/resistance with 34,588 high impedance paces recorded post lead warning on (B)(4) 2012.